Manufacturer narrative:
The hospital replaced the flow sensor module. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/15/18 phone call, 6/18/18 phone call, 6/19/18 phone call. (B)(4). The hospital replaced the flow sensor module.

Event description:
The hospital reported that, during a case, the unit had a no inspiratory flow sensor and a no expiratory flow sensor alarm. There was no reported patient injury.